Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Approx 2 complaints were received during this report period. Of these, 1 was not returned for evaluation. Approx 1 showed no evidence of any device-related fault. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with a circuit, equipment, or system whereby its functions fail to be properly synchronized or its relative positions properly oriented. These reports were received from various sources. Patient information was not confirmed for these events.